Manufacturer narrative:
H1: secondary intervention, vitrectomy. H6: results: other, detent gear needed polishing and minor adjustment.

Event description:
During cataract surgery, the dr reported a footswitch failure in the detent position. The pt experienced a capsular tear and subsequently vitrectomy.